Manufacturer narrative:
Manufacturer report: root cause identified: it was found that when the flanges of the syringe make contact with the glue of the cover tyvek, this forms the dust that the customer reports. Conclusions: the sample involved was rec'd so the complaint could be confirmed. DHR was reviewed and no discrepancies were detected, but there are trends about this issue, the product at process is inspectioned for this kind of defect. Corrective actions: change the application of the glue distribution over the tyvek, this will avoid the dust created by the glue having contact with the flanges of syringe.

Event description:
Distributor reports via e-mail that customer reports dust was found in syringe.